Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6104t511 was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that the thumb piece of control valve on the suction catheter became stuck during use. The nurse replaced the device with new one immediately, and there was no impact on patient¿s health. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received for evaluation. The sample was received with the thumb valve in the down position. The thumb valve could be manually pulled up and will remain up when released. When depressed and released, the thumb valve remained in the down position. After performing a detailed visual sample evaluation it was observed that all components were correctly assembled. The thumb valve controls was dissected, and upon visual inspection, the only difference between the sample when compared to other devices was the shiny condition inside the elastomeric seal. The complaint was confirmed, and manufacturing has been identified as a potential root cause of the reported event. All information reasonably known as of 25 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).